Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient was experiencing a skin irritation on her back where the lifevest sits. The area was described as red with broken skin. The patient stated that she sought medical attention from her doctor, but that her doctor made no recommendations for treatment of the irritation. The patient reported that she perspires a lot on her back and that she believes she maybe having an allergic reaction to nickel. As multiple attempts to reach the patient were unsuccessful, the final medical outcome of the irritation is unknown.